Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready screen 3 (crrs3) on the echo. Six previously known kell positive samples were tested on the instrument during validation testing and one of the samples reacted negative on crrs3 lot r147 cell ii. Repeat testing using the same lot of reagents resulted 3+ on cell ii. Other samples reacted as expected.

Manufacturer narrative:
Review of instrument images: crrs3 lot r147 cell ii r2r2 k+k+. Initial testing- cell 2 image appeared negative with a haze around the cell button and a shadow image on left side of well, 4+ positive control well as expected. Repeat testing-cell 2 image appeared 3+ reacted as expected, 4+ positive control well as expected. Antibody ID -all kell positive wells reacted as expected for cells 7 k+k- 8 k+k+ and 14 k+k+ all 3 cells reacted 4+, positive and negative control wells reacted as expected. This unexpected reactivity issue appears to be sample related. All other samples tested on the echo during the time this sample was tested resulted as expected. Despite several attempts, tech support was not able to reach customer to gather any additional data for supporting documentation.